Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition in the high or low volume setting. There were no reported adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.